Event description:
It was reported that during a procedure, it was noted that the lead insulation was damaged. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed that the outer insulation was torn. The full lead was returned in segments for analysis. Further testing revealed that the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the lead was stretched, and there was apparent explant damage.